Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm in the middle of the night. The customer stated they were able to resolve the issue by changing out the reservoir. The customer's blood glucose was between 90 mg/dl and 130 mg/dl at the time of incident. The customer declined to return the reservoir for analysis.